Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received an alert low, out of range pacing lead impedance. No anomalies were seen on the chest x-ray, and noise was not reproduced via provocation tests. Further review of the session records noted low impedance measurement with lead noise suggests a possible lead issue relating to insulation damage. The patient is in a good condition and will be monitored in 3 months.